Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a health care provider regarding a patient who was implanted with a neurostimulator. It was reported that the patient had an infection at (B)(6) 2016 and the patient had to have her spinal cord stimulator removed. It was noted that the product would not be replaced in the future.